Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported system error 105. Evaluation experienced a system error 105 caused by a failed motor (flex). The motor assembly was replaced.

Event description:
It was reported that a pump has a system error 105. Any patient involvement, injury or medical intervention is unknown.